Event description:
It was reported that this right ventricular (rv) lead recorded high out of range pacing impedance measurements. Technical services (ts) reviewed the device data and noted a gradual rise and approximately eight months prior the pacing impedance measurements were at the 900 ohms range and are now greater than 2000 ohms. The shock impedance measurements and thresholds were stable and no noise was observed. Ts recommended an isometrics test for noise, increase the pacing impedance measurements alert to 2500 ohms and continue to monitor. No adverse patient effects were reported. This rv lead remains in service.